Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and peripheral neuropathy. The pump contained an unknown at an unknown concentration and dose. It was reported the pump was removed. The pump was unsatisfactory to the patient. No patient symptoms reported. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.